Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut, the right ventricular defibrillation coil became extrinsically fractured due to a cut. Without device information and/or patient information, follow up cannot be conducted. The PMA #, manufacture date and expiration date are unknown without the device model/serial number. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
The lead was returned with no information. The lead was analyzed and tested out of specification. No additional information is available.